Event description:
Information received with return of the explanted device notes that the patient was seen in the emergency room for presyncope symptoms with an intrinsic rate of +/- 30 bpm. The device exhibited no capture or sensing and could not be programmed or interrogated.